Event description:
The customer reported to olympus that the power button on the front of the video system center was stuck. The issue occurred during preparation for use. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a power switch failure. Additional issues were identified during the device evaluation: a faded front panel text or minor corrosion on the bottom chassis; a worn-out video connector latch causing poor connection with video cables; a damaged pin-in-paste connector; and a recommended update from version 1.06 to version 4.10. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over ten (10) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that power button of the front surface is stuck and does not operate was due to failure of the power button. Olympus will continue to monitor field performance for this device.